Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported primary audible alarm bgnd test was evidenced in the event history log. An occlusion test was performed. The alarm was reproduced during the test. The issue occurred because the bottom case and interconnect board were contaminated. Damage to pump by the customer was established as root cause. The interconnect board and speaker on the pump were replaced.

Event description:
It was reported that the medfusion pump exhibited the following system failure: primary audible alarm bgnd. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.